Event description:
It was reported a device was used during a laparoscopic cholecystectomy. The primary port was inserted blind after inflating with 15mg hgco2. The pt collapsed on the table and was given cardiac massage. A laparotomy was performed and a small hole was found in right common iliac vein & artery. One pint of blood in abdomen. The pt expired. In 2001 coroner's provisional report found significant damaged heart tissue and small tears in the right common iliac vein and artery. Two days later, "the pt died from cardiac problems." They found no embolus (gas) in the heart. They do not think that the hole in the vein caused the heart problems.